Manufacturer narrative:
A product investigation was completed: the returned instrument was examined and the complaint condition was able to be confirmed as the head was found to be broken off of the instrument¿s shaft. No definitive root cause was able to be determined however the failure mode is typically associated with off-axis malleting during helical blade insertion. Per the technique guide, the helical blade coupling screw is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The coupling screw is specifically utilized, along with the helical blade inserter for proximal nail locking with a helical blade. The coupling screw is passed through the inserter and threaded into the helical blade forming an assembly. The inserter is then passed through a blade guide sleeve and advanced using light hammer blows to the back of the coupling screw. The returned instrument was examined and the complaint condition was able to be confirmed as the head was found to be broken off of the instrument¿s shaft. No definitive root cause was able to be determined however the failure mode is typically associated with off-axis malletting during helical blade insertion. Relevant drawings for the returned instrument were examined. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no non-conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. No definitive root cause was able to be determined however the failure mode is typically associated with off-axis malletting during helical blade insertion. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - release to warehouse date: 04 oct 2004. Supplier- synthes: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when inserting a helical blade into the nail, the end of the helical blade coupling screw broke upon impact with the hammer during a trochanteric fixation nail (tfn) procedure on (B)(6) 2016. There were no fragments generated, the device broke into two (2) pieces. There was a reported 30 minute surgical delay. Another set was readily available for use. There was no harm to the patient and the procedure was completed successfully. This is report 1 of 1 for (B)(4).